Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had the pump off for the past year. Approximately a month ago, the customer began using the pump again and reported the pump battery was noted to be depleting quickly. The customer stated the pump depleted from 100% to 75% after delivering three boluses. The pump then displayed low battery alerts and alarms. Subsequently, the pump displayed an auto off alarm and powered down. When the customer connected the pump to a power source the battery gauge displays 30%. The customer's blood glucose (bg) level was impacted (325 mg/dl). The customer used a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.